Event description:
Rep reported that the valve is overdraining. This is the third revision for this pt since 2004. It was explained that the pt has fallen twice. The ventricular cath was also replaced and used with bactiseal.

Manufacturer narrative:
Codman has rec'd the device for investigation. Upon completion of the investigation a f/u report will be filed.